Event description:
The customer reported to olympus, ceramic tip had come off of the olympus resectoscope sheath. The issue was found during reprocessing. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found the sealing ring was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested events, it is likely the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). Additionally, due to the age of the sealing ring, the scratch is most likely due to wear and tear, frequent use and a lack of maintenance. A scratched and as such damaged sealing ring will most likely lead to leakage on the inner sheath. Olympus will continue to monitor field performance for this device.